Manufacturer narrative:
PMA/510k: this product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm vticm5_13.7 implantable collamer lens, -09.50/+5.5/087 (sphere/cylinder/axis), into the patient's left eye (os), on (B)(6) 2021. The lens was explanted on (B)(6) 2021 due to excessive vaulting. The surgeon did not implant another icl lens. The problem was resolved.

Manufacturer narrative:
H3: device evaluation: the lens was returned dry, in a microcentrifuge vial, with residue/debris on product. Visual inspection found the haptic broken and bent. Dimensional verification was performed. And the lens was found to be in specification. Claim # (B)(4).